Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "indicates it's running but no formula is advancing". They stated that they are on a ten hour feed, and at the end of the day they noticed that they hadn't received any feeding and that the pump didn't alarm. They also stated that they are using kate farms formula. Mmdg followed up with the initial reporter who stated that the patient did not experience any adverse effects due to this complaint. (B)(4).